Event description:
It was reported that the syringe 0.3ml 31g 6mm 30box mex experienced hub separation. The following information was provided by the initial reporter: for several years she uses the syringes and sometimes the needles are pointless (that she notices while injecting, because the needles doesn't penetrate easily, causing pain), and in the last pack purchased when removing the orange shield the needle gets stuck inside of it. In this particular batch she hasn't found the needles dull. This is not very usual and it's not always that she finds when she buys the same brand and catalog, but she has found several for a short time ago. Unfortunately, she doesn't have the batch information available, nor the samples either, once she always discards after use. Does the needle point integrity complaint regard the same batch 0083511? No, the batch for needle point integrity is unknown.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of 1 polybag and 0.3ml bd insulin syringe from lot# 0083511 were provided. The customer reported that the needles are pointless and do not penetrate easily. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel. No defects that could contribute to the alleged needle point blunt issue were observed in the photos provided, therefore, the issue could not be confirmed based on the photos alone. The customer reported when removing the orange shield the needle gets stuck inside of it. The photos were reviewed, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. A review of the device history record was completed for batch# 0083511. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0083511 , medical device expiration date: 2025-04-30, device manufacture date: (B)(6) 2020 (B)(4).

Event description:
It was reported that the syringe 0.3ml 31g 6mm 30box mex experienced hub separation. The following information was provided by the initial reporter: for several years she uses the syringes and sometimes the needles are pointless (that she notices while injecting, because the needles doesn't penetrate easily, causing pain), and in the last pack purchased when removing the orange shield the needle gets stuck inside of it. In this particular batch she hasn't found the needles dull. This is not very usual and it's not always that she finds when she buys the same brand and catalog, but she has found several for a short time ago. Unfortunately, she doesn't have the batch information available, nor the samples either, once she always discards after use. Does the needle point integrity complaint regard the same batch 0083511? No, the batch for needle point integrity is unknown.